Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was damaged. The iol was implanted but when the lens opened inside the capsular bag it was found to be damaged with a semicircular tear paracentrally. The iol was removed and replaced. The removal required the use of mst forceps and scissors. There was manipulation and therefore some bleeding during the removal of the lens which would have been avoided in a cataract extraction (ce) that was totally uncomplicated otherwise. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d4, catalog number: partial information provided due to the unknown serial number. Section d4, serial number: unknown/not provided. Section d4, expiration date: unknown as the serial number was not provided. Section d4, unique identifier (UDI) number: a partial UDI was provided as the serial number is not available. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 device manufacture date: unknown as the serial number was not provided. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: through follow-up the customer provided additional details. This current report is to provide this information. The photos mentioned by the reporter were requested, however, the reporter responded that there are no photos available (none). The serial number of the suspect product is (B)(6). The operative eye is the left eye. The procedure was completed with a backup iol of the same model and diopter. The customer confirmed there was no capsule tear, no vitrectomy and no sutures required. The patient¿s date of birth is (B)(6) 1952. Sex is female. The customer indicated the patient¿s gender is ¿female¿. Patient¿s weight is 61.69 kilograms. The suspect product will not be returned as it was discarded. Section a2 age or date of birth: age is 72, date of birth is (B)(6) 1952. Section a3a, sex: female. Section a3b, gender: the customer indicated the patient¿s gender is ¿female¿. Section a4, patient weight: 62. Section d4, catalog number dib00u021. Section d4, additional device information lot number 3163952435. Section d4, primary unique device identification (UDI) number: (B)(4). Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6, type of investigation: 4115-device discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The report follow-up #1 should have included the following information. This current report provides the correction below. Section d4: expiration date: august 29, 2027. Section h4: device manufacture date: august 29, 2024. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
In the initial report an incorrect health effect-clinical code was submitted, 1845 eye injury. This current report provides the correction below. H6-health effect - clinical code: 1911 - hyphema. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.